Manufacturer narrative:
Investigation summary: bd received a 60ml syringe in an opened package from lot 8025886 for evaluation. Our quality engineer visually inspected the returned samples and observed that there was some dark material on the plunger rod. The dark material appeared to have been grease. A piece of the dark material was collected for ftir spectral analysis. The results confirmed that the foreign matter was most likely oil or grease. Based off of the visual inspection and results of the ftir spectral analysis the engineer was able to verify the reported issue of foreign matter. The foreign matter on the plunger rod most likely came from molding. Normally grease isn't a part of the molding process but a part with grease on it could have fallen hitting the press and due to static electricity in the mold the parts don't always eject out of the mold at the same time causing a part to fall out of containment. A review of the device history record revealed zero defects found during production of the reported lot. No related defects or quality notifications were recorded in the DHR. No corrective actions at this time, defect is within allowed .65% defect rate per bd molding specification. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 3 ml syringe luer-lok¿ tip had foreign matter on the plunger rod. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 3 ml syringe luer-lok¿ tip had foreign matter on the plunger rod. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd 3 ml syringe luer-lok¿ tip had foreign matter on the plunger rod. There was no report of exposure, serious injury or medical intervention.